Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-69592.

Event description:
It was reported the customer was just released from the hospital. Customer had high blood glucose of 600 mg/dl current was 372 mg/dl. Customer had lost his serter and was unable to insert the infusion set. No further information reported.